Manufacturer narrative:
Sample collection and centrifugation information was not supplied. Per the cf, qc was within the customer's established ranges prior to the erroneous results. The customer recalibrated the instrument after discrepant results were; however, the calibration failed. The customer changed the duckbill and performed a system check, which failed the washed and substrate portions with high %cvs. A bci field service engineer (fse) replaced the peri pump tubing along with the aspirate probes. Fse performed high sensitivity system check and qc, all met specifications. Although hardware issues were addressed, a definitive root cause could be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneously positive total beta human chorionic gonadotropin (bhcg) results on two patients generated by unicel dxi 800 access chemistry analyzer. The results were not reported out of the laboratory. The samples were repeated on an alternate unit and negative results were obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.